Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. The 75% stenosed lesion was located in a moderately tortuous and severely calcified distal circumflex artery. The 2.5 x 28mm promus element mr ous stenting system was unable to cross the lesion. Once the stenting system was removed from the patient's body, the stent was found to be flared. The procedure was completed with another of the same devices. No patient complications were reported and the patient status is good.

Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. The 75% stenosed lesion was located in a moderately tortuous and severely calcified distal circumflex artery. The 2.5 x 28mm promus element mr ous stenting system was unable to cross the lesion. Once the stenting system was removed from the patient's body, the stent was found to be flared. The procedure was completed with another of the same devices. No patient complications were reported and the patient status is good.

Manufacturer narrative:
Device is a combination product. (B)(4).

Manufacturer narrative:
Device evaluated by MFR., eval summary attached, method codes, results codes and conclusion codes: updated device evaluated by manufacturer: a visual and microscopic examination identified proximal stent damage. The struts on the first to approximately fourth row on the proximal end of the stent were pushed in on the body of the stent causing the proximal end of the stent to bunch up. Some of the struts were raised up. This type of damage is consistent with the stent meeting resistance upon advancement and/or withdrawal. The balloon and the tip of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to any positive pressure. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).